Event description:
Evaluation steps performed: 1. Visual inspection 2. Installed the admin set on ivenix infusion system machine and ran the primary bolus prime. 3. Microscopic evaluation. Observations: (01) one sample of ivenix administration set was returned for evaluation. The device was assembled as per internal specifications, gold foil looked as specified. Although primary line infusion passed successfully and was tested with a set rate of 0.5ml/hr and set volume of 0.1ml and primary line was connected to a saline solution bag, device was leaking around primary port when priming. Microscopic evaluation revealed a lack of solvent in the primary port, which caused the tubing a gap that allowed leaking from outside the cassette. Customer complaint is confirmed. Root cause: potential root cause of the reported incident could be related to the lack of solvent application during the manufacturing process. The operator did not perform the joining operation correctly, which could have resulted in separation/gaps between the tubing and primary port. Current process controls detection: 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode. Quality sampling for final physical testing, for performing a flow and underwater leak tests. 100% visual inspection during the manufacturing process and final physical inspections code no.: set-0032-25. Batch no.: fa24j07021. Exception generated: the batch record fa24j07021 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. Quality test results: the finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: nurse noted iron medication leaking from the cassette flow dial upon priming the medication. Had to obtain new tubing set and re-prime. Some drug loss from tubing being primed. A preliminary review of the logs identified the following issue: administration set leak (external part). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.